Event description:
The account alleges that when the patient position mode is armed, the alarm is delayed by approximately 10 seconds after a patient get out of the bed.

Manufacturer narrative:
The technician replaced the tape switches, which resolved the issue. The bed functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.